Event description:
It was reported that the patient presented with infection and no device malfunction. The patient¿s implantable cardioverter defibrillator (ICD), atrial lead, right ventricle (rv) lead and left ventricle (lv) lead were explanted. The patient was recovering post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.